Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: please confirm if 70 devices will be returned for analysis. Please perform and document the follow-up attempt for product return. Contacted with the sales rep today via phone, please refer to event description and device returned, other information requested is unknown. Following additional information was received: hospital name should be updated to the sixth affiliated hospital of (B)(6). H3 investigation summary: the product was returned to ethicon for evaluation. One open box was received for analysis. Product code vcp345h. Upon the visual inspection of the received box, it was found that contained only thirty-five foil packets instead of thirty-six. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the boxes. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Prior to use on the patient, during checking of incoming goods, it was reported that there was one package of product less than expected in the box when opened. There should be thirty-six packages of products in the box, but actually there were only thirty-five packages of products. Upon evaluation of the returned device, it was found that box contained only thirty-five foil packets instead of thirty-six and the tab dispenser was removed. There were no patient consequences reported. Additional information was requested.